Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not charge when placed into a charger and would not communicate. There is no indication that a pt ever used this battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery cells had an output voltage of 12.1v. Upon evaluation, the battery pack would not charge when placed on the charger and would not communicate. The battery pack was sent to the supplier, itech, for further investigation. Root cause analysis was inconclusive and the battery pack was scrapped at itech. No adverse event occurred due to the defective battery pack. There is no indication that a pt ever used this battery pack.